Event description:
The tech flushed the penumbra system reperfusion catheter 032 and pulled the catheter out of the hoop. When she tried to put in the wire, the catheter came apart and unraveled. They opened another catheter and had no problems.

Manufacturer narrative:
The catheter is broken 21 cm distal of the proximal ID marker band. The two sections of the catheter are connected by the internal support wire. The edges are rough and both the inner and outer layers are stretched. The catheter is non-functional. The damage observed agrees with the complaint description. The rough edges and stretching seen at the break site imply a material failure under a stress greater than the tensile strength of the material. The complaint describes the failure occurring while trying to advance a wire through the catheter. Advancing a wire through the catheter would not cause the damage observed. Therefore, there is not enough info to determine how the catheter broke. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.